Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a replace battery now alarm and had a frozen display. The customer¿s blood glucose was 82 mg/dl at the time of incident. Customer stated that the insulin pump time clock does not advance. Customer called back after installing a new battery and monitored the insulin pump for 2 hours. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No unexpected frozen screen anomaly or replace battery now alarm noted. All buttons functioned properly. No unresponsive buttons were noted. During visual inspection, found the keypad connector was properly locked. The device was received with cracked retainer, minor scratched display window and scratched case.